Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ICD system was explanted due to a systemic infection and vegetation was noted on the lead. No further patient complications have been reported as a result of this event.